Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h4 the device was returned to olympus for inspection and "noise image" failure was confirmed but "communication error" was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device water damage and cable water damage a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had communication error and noise in the image. The issue was found during inspection for use for use. There were no reports of patient involvement.